Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Pump received with pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was 121 mg/dl. The customer reported that the insulin pump was dropped. The customer reported that the insulin pump rattled when shaken. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.